Event description:
During the placement of the angiodynamics vortex smart port(ref ct96stsd), the blue protective cover of the metal tunneling device was not removed, but inadvertently left on the tunneling device during the tunneling. It moved down the tunneling device and was left over the catheter in the subcutaneous tissue. The blue cover was not visualized on fluoro or x-ray. The port and catheter was removed ten months later because the patient did not need the port any longer. However, the blue cover was not visualized and was not removed. Approximately two weeks later the patient returned for removal of a retained foreign body.device problem that contributed to the user error:1.the blue tunneling cover is the same color as the blue locking mechanism2. The blue tunneling cover is not marked with a radiopaque marker3. The blue tunneling cover can slide down the tunneling device. It is not a luer or twist off cap.